Manufacturer narrative:
Reporter is a synthes employee. Part: 324.212, lot: 2l56531, manufacturing site: (B)(4), release to warehouse date: december 14, 2018, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the drill bit ã¿3.2 percut calibr was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip of the device was broken and bent. The broken fragments were not returned. No other issues were observed with the returned device. Dimensional inspection: feature: shaft diameter result: conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -drill bit for quick coupling no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the complaint device was received broken/bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, a drill bit bent and split. There were no loose fragments. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a 3.2mm percutaneous drill bit qc. This is report 1 of 1 for (B)(4).